Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl). Customer changed pump cartridge and infusion sets to treat bg levels; however, the customer's bg levels remained elevated and they were hospitalized on (B)(6) 2016. Customer reported that they had pneumonia which they believed to be the cause of the elevated bg levels. While in the hospital, customer was treated with fluids to for dehydration. Customer was released on (B)(6) 2016. Customer was reminded that tandem technical support is always available to perform troubleshooting for the pump or offer assistance. Customer acknowledged.